Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty relay on the pd engine. Analysis of reports of this type has not identified an increase in trend.

Event description:
During training by a zoll med sales rep, the device displayed a "defib fault 76" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.